Manufacturer narrative:
A physio-control field service technician evaluated the customer's device and was unable to duplicate the reported issue. After performing an unrelated repair, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their customer's device illuminated its service led and displayed "connect electrodes" message. In this state, defibrillation therapy would not be possible, if it were needed. There was no patient use associated with the reported event.